Event description:
It was reported that possible intermittent undersensing was noted on the right ventricular (rv) lead on stored electrograms (egm). Possible intermittent undersensing was also noted on the right atrial (ra) lead on current egm which resulted in possible false device classification of episode termination.  Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: valve implanted (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.